Event description:
It is reported that when opening the femoral component the internal packaging was broken. The surgery was completed with another femoral component.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete from 3500a. Evaluation summary- broken packaging can occur from sudden impact, as occasionally occurs during shipping/ handling; however, a definitive root cause cannot be determined with the information provided. The complaint may be revised upon return of packaging materials, photographs or further information. As received the femoral component exhibits no visual damage. Packaging materials were not received. Manufacturing documentation was reviewed and indicates that the device was manufactured, inspected, and packaged to specification. The complaint history was reviewed adn does not reveal any other reported incidents of this nature for this part number.